Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4) carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed pin number 4 at jp4 of the power flex was burned. The service technician replaced power flex and issue was resolved.

Event description:
The customer reported model palmtop ventilator enve has a pigtail that is removed from the unit. Unit has burn marks on the lemo connector. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.